Event description:
Device formed straight shots. Per conversation with facility, two devices were used in same procedure-one shot into doctor's hand, at least one device shot into patient.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.